Event description:
It has been reported that when the kit was opened, they found the ampules were broken. As a result, another kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was normal.

Manufacturer narrative:
(B)(4). The device was discarded.